Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump was lost. Customer reported that the retainer ring was loose and then it completely came off. Reservoir was able to lock in place. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.